Manufacturer narrative:
MFR 3004753838 -2020 - 039716 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient stated they experienced a skin reaction from the sensor patch. The patient was prescribed betagalen cream by her healthcare personnel (hcp). No additional patient or event information is available.